Event description:
A (B)(6) old male pt contacted zoll customer support to report that the top of the monitor was dislodged from the casing. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (top of the monitor case is dislodged from the casing) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged from the auxiliary board. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cable was reattached, the monitor was fully functional. No adverse event resulted from the defective component. The pt received a replacement monitor.